Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they kept getting no delivery alarms after they clear it. The customer¿s blood glucose level was unknown. Troubleshooting was performed. Insulin did not exit during the 5.0 unit fixed prime test. The insulin pump alarmed a no delivery during the manual prime. They were explained that the alarm may have been caused by an infusion reservoir occlusion. They could not determine the cause of the alarm due to not being able to complete set change. They were advised to replace the infusion and reservoir as soon as possible. The product will not be returned for analysis.

Manufacturer narrative:
The case (B)(4) was reported in error.